Event description:
During a procedure, the surgeon implanted the tfn nail and the helical blade became jammed part way through the nail. The surgeon continued to mallet the helical blade until it was seated. It was reported that the surgeon had difficulty removing the buttress/compression nut and the blade guide sleeve. When the instruments were removed, it was noticed that the threads of each devices were damaged and the two instruments were stuck together. The devices could not be disassembled. The aiming arm became damaged from the impact. Surgeon completed the procedure and the nail and helical blade remains implanted. The patient is reportedly recovering well. The sales consultant was not present during the procedure and the surgeon phoned the sales consultant after the procedure to report the helical blade not fitting through the nail. The sales consultant follow-up with the or staff and determined that the surgeon was using a 130 degree aiming arm to implant a 125 degree nail. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Helical blade, buttress/compression nut, blade guide sleeve, aiming arm. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Consultant questioned or staff and determined the surgeon was using a 130deg. Aiming arm to implant a 125deg. Nail.. The technique guide states: securely attach the appropriate aiming arm to the insertion handle and lists 125 degree aiming arm for inserting 125 degree nails, 130 degree aiming arm for inserting 130 degree nails, and 135 degree aiming arm for inserting 135 degree nails. The incorrect aiming arm was used causing a 5 degree misalignment and a mallet was used to forcibly overcome the 5 degree misalignment and seat the nail causing the damage to the returned blade guide sleeve and buttress nut. This complaint condition was due to mis use. The incorrect aiming arm was used. This device was not returned for physical evaluation.